Event description:
During the use of the spinal table, the pt was to have fusion on t10 to l5 on the spinal table with foam face mask for prone position surgery. The pt sustained severe deep pressure ulcers to the chin requiring plastic surgery to debride eschar, leaving large 3 cm permanent scarring and numbness of the chin and face. The pressure ulcer was so extensive it took 4 month to heal despite otherwise good healing. He also suffered severe permanent ulnar neuropathy with complete numbness and almost complete paralysis of bilateral ulnar distribution.